Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hi blood glucose levels of 430 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 290 mg/dl when their actual blood glucose level was 430 mg/dl. The customer was unable to complete troubleshooting at the time of the call. The customer was advised to call back. The customer did not return the product for analysis.